Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, during tissue manipulation, the small grasping retractor instrument lost its momentum, an issue was detected in the pulling cable. On closer inspection, the pulled cable and the end cap were not broken, the number of remaining lives were 9 and the instrument was new, first use. The procedure was completed with no reported injury.